Event description:
In this event it was reported that an e3 contra angle won't hold files; no injury resulted.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After investigation device not returned; not repaired. Suggestion of cleaning of device or purchasing new. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.